Event description:
Pt admitted to hospital for removal of retained silastic prosthesis of left wrist secondary to left wrist swelling, pain, numbness, tingling, and burning in both arms. During surgery it was noted that pt had extensive synovitis, diffuse carpal, radial, and ulnar erosion due to synovitis. Surgeon performed excision of fragmented implant, interpostional arthroplasty distal radial ulnar joint, wrist arthrodesis proximal row carpectomy, and extensive excision of intercarpal and inter radial synovitic erosion. The original implant was placed 17 years ago.